Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, d9, g3, g6, h1, h2, h3, h6, h11 suggested code (annex g)- mechanical (g04) - drill. Visual examination of the returned product identified a fractured reamer which exhibited signs of use (nicks, gouges) and striations on the tip. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Review of the device history records identified no deviations or anomalies during manufacturing. Reported event is not related to a combination of products; therefore a compatibility review is not applicable. Medical records were not provided. Complaint can be confirmed through the returned product analysis. The root cause of the reported issue was due to repeated use of this instrument over 10+ years field life; which causes wear and tear to the instrument and has led to fracture. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4) g2: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the tip of the reamer broke during use. No patient harm or impact was reported.